Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that for the past year the patient's stimulation turned off expectedly. Patient said this happened monthly at first and now it happens every hour. Pt said it almost feels like a "shock" because the pain comes on so fast and hard when the stimulation shuts off. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that over the last month, the stimulation is turning off randomly. The patient says that the implantable neurostimulator is charged at least 50% full when these events have occurred. The patient notices a return of pain and will then sync with the implantable neurostimulator and see that stimulation is showing off. The patient says that they aren't pushing the stimulation off button when checking the implantable neurostimulator status. The patient has had increased pain during this time, so it's possible that the patient is using stimulation more and/or at higher settings. The patient primarily uses group b. It is unknown if the patient is using adaptivestim. It was reviewed that the recharge data should be reviewed to determine if the patient losing stimulation is due to a depleted implantable neurostimulator.